Event description:
Routine complaint investigation when a health care professional obtained a capillary glucose value of over 600 mg/dl on the precision pcx blood glucose monitoring device compared to a venous laboratory comparison of 95 mg/dl. The values, when plotted on a clarke error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated. With the event.